Event description:
The user facility reported a patient was taken to cvor for escalation of support with impella 5.5 placement. It was noted that the 5.5 was inserted through axillary however was unable to pass through the innominate artery due to vascular tortuosity and calcification. Decision was made to abort case and remove 5.5. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The impella 5.5 was inserted through the axillary but was unable to pass through the innominate artery due to vascular tortuosity and calcification. The cause of the delivery issues was most likely patient condition related due to patient's vascular tortuosity and calcification. D.4 revised expiration date and unique identifier (UDI) # as they were previously entered incorrectly on the initial manufacturer device report number. E.1 revised us phone number as it was previously entered incorrectly on the initial manufacturer device report number. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H.3 revised as the investigation was completed at the time the initial manufacturer device report number was submitted. H.6 codes 3221 and 4315 were previously entered incorrectly on the initial manufacturer device report number as the investigation was completed at the time the initial report was submitted. New codes were added that should of been reflected on the initial manufacturer device report number. H.10 investigation results were added as they were inadvertently omitted from the initial manufacturer device report number.